Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.

Manufacturer narrative:
Attachment: medwatch report #0501120000-2023-8009. A2: patient age. A3: gender.

Event description:
Subsequently to the filed MDR reports, a medwatch report and additional information was received: mw# 0501120000-2023-8009. User facility medwatch report received that states "the end plates of abbott perclose closure device took a piece of the arterial lumen once deployed. This was the second incident observed by the physician."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, hemostasis was not achieved and on inspection of the removed device it was noted that there was tissue [biological material] around the foot. Tissue damage was suspected and manual compression was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.